Event description:
It was reported that the batteries were deeply discharged and the automated impella controller permanently displayed a battery error. As soon as it was unplugged from the socket, it goes out. They tried overnight charging, however it had no effect. There was no patient involvement.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The data analysis displayed a battery failure. The ltpower logs showed that both batteries in the field were around 2.5v per cell by that point. The console was returned and batttest confirmed batteries were still depleted and would not charge. Known good batteries were put in, discharged through running a pump on battery power and the console was able to charge those batteries. Root cause: the cause of the depleted batteries was most likely due to not routinely charging the batteries while console was left in storage.